Manufacturer narrative:
The device was tested on the bench and using automated test equipment and no anomalies were found.

Event description:
It was reported that the patient expired and undersensing of vf was suspected. Review of egms showed that vf was very fine at the time of death. It was also noted that there was no atrial activity and it was suspected that the patient's heart function may have nearly stopped at the time vf was recorded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Additional analyses indicate there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.